Event description:
The initial reporter stated that the pump was not infusing correctly. The information that was provided appeared to state that the pump both under infused and over infused. It remains unclear which and if this occurred at a rate that mmd would consider reportable. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information an MDR would not have been required.

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not infusing correctly. The information that was provided appeared to state that the pump both under infused and over infused. It remains unclear which and if this occurred at a rate that mmd would consider reportable. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. (B)(4).